Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl and high blood glucose levels of 300 mg/dl. The customer was treated lows with juice and high with bolus from his pump. Customer reported that he does not know what his blood glucose was at the time of the issue but stated his pre-lunch blood glucose was 123 mg/dl. The customer reported that insulin pump had low reservoir, unexpected restart, external ram crc error, battery-out limit and failed battery test. The customer was assisted with troubleshoot for unexpected restart and external ram crc error, and did not troubleshoot for bad battery, high blood glucose levels or low blood glucose per customer pump is being replaced for external ram crc error. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No failed battery test alarm, battery out limit alarm, bad battery alarm, unexpected restart alarm or external error displayable alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.